Event description:
In 2002 the end-user called disetronic and stated that the bloodsugar level was running high. The end-user was admitted to hospital where patient was on a drip. After a couple of hours their bloodsugar level was getting better. On may 2002 maersk medical a/s received the complaint and 1 used infusion set.